Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller port one (1) connector was found slightly loose from the controller housing; internal visual inspection found that the nut behind of power port 1 was loose. Additionally, it was noted that the power port 1 o-ring gasket was displaced and obstructing the connection between the controller and battery. Moving the o-ring gasket back in place resolved the issue; this may be related to what was reported (no power up; no switch). While the exact cause of the loose connectors cannot be conclusively determined, a possible root cause may be attributed to a shift in the manufacturing process. The manufacturer and supplier have an open investigation for the root causes of the loose connectors. This controller was received with the new software version installed (smr upgrade performed). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required.

Event description:
It was reported by the vad technician that the power connector was loose on the controller and was noted to be slipping out of the sealing ring (between connector and housing). There was no loss of power or switching reported. The controller was subsequently exchanged and well-tolerated by the patient. No further information was provided.